Event description:
It was reported that while using bd vacutainer® eclipse¿ blood collection needle cap was removed and the rubber plug was found to be broken. The following information was provided by the initial reporter: stage: during use defect: when connecting the needle holder, one end of the needle cap was removed and the rubber plug was found to be broken quantity: 15 pieces. Impact: no other adverse effects on patients and medical staff.

Manufacturer narrative:
The following fields have been updated with corrected and/or additional information. D9: device available for evaluation: yes. D9: returned to manufacturer on: 27-sep-2023. H.6. Investigation summary: this complaint has been confirmed. Bd received 15 samples and 2 photos for investigation. The photos were reviewed and the customer¿s indicated failure mode for side-pierced sleeve was observed. Additionally, the customer samples were evaluated by visual examination and the indicated failure mode for side-pierced sleeve with the incident lot was observed in 7 of the samples. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode side-pierced sleeve. Bd determined that the root cause of the indicated failure mode was attributed to an incorrect machine encoder setting that was allowing the gripper to pierce the sleeves. Adjustments were made to the settings changing the position of the gripper jaw to not pierce the sleeves. Complaints received for this device and reported condition will continue to be tracked and trended.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd vacutainer® eclipse¿ blood collection needle cap was removed and the rubber plug was found to be broken. The following information was provided by the initial reporter: stage: during use defect: when connecting the needle holder, one end of the needle cap was removed and the rubber plug was found to be broken quantity: 15 pieces impact: no other adverse effects on patients and medical staff.